Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device gave multiple check leads messages. There was no patient impact. A second defibrillator was used.